Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock leaked. The customer's blood glucose level was 300 mg/dl and it was addressed by changing the infusion set and resuming insulin delivery.